Event description:
It was reported that patient underwent a right total hip arthroplasty in 1986. Subsequently, patient was revised in 1996 due to unknown reasons. Patient was further revised on (B)(6) 2015 due to acetabulum degeneration behind the cup. The acetabular cup and modular head were removed and replaced with a biomet modular head and competitor cup.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.